Event description:
As reported to coloplast though not verified, pt was implanted with restorelle y mesh. Later the pt experienced dyspareunia, pain, stress urinary incontinence, difficulty emptying the bladder, urinary track infections and mesh erosion. An excision of the mesh and cystourethroscopy were performed.

Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the info contain in this report.